Event description:
Medical record review revealed the patient underwent surgical intervention on (B)(6) 2014 to remove her ipg along with decompression and spinal fusion. In addition the ipg return date was inadvertently not reported previously.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient reports she is experiencing battery issues, overstimulation and burning. Reprogramming was unable to resolve the issues. The patient reports she is in pain and no longer using her scs system. An x-ray was taken (results unknown) and the system in unable to be recharged. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional historical information from the medical chart review identified the following patient allegations: (B)(6) 2014: the patient began experiencing a pins and needles sensation and numbness in her lower extremities when she turned the system on. (B)(6) 2014: the patient experienced tachycardia, shortness of breath accompanied by sweating and fatigue after she was implanted with her ipg. In addition, she requested her physician to explant her scs system. The physician reports these symptoms were not related to any activity and the patient never underwent a cardiac evaluation.